Event description:
According to the information received, storz light cords are detaching from the scope while in use, a scorch mark was noted on the drapes. No injury to patient reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will not return to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).